Manufacturer narrative:
A company representative reviewed the event with the customer. The representative advised the customer the system message displayed is due to the lamp being left on when not in use and recommended the lamp be turned off when not in use. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A representative of the hospital reported that during surgery, system messages were displayed that indicated excessive temperature. The system was exchanged and the surgery was completed after a 35 minute delay. No harm to the patient was reported.